Event description:
It was reported that pump experienced malfunction, with no notable events occurring beforehand and no additional fault information available because caller reset pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy